Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: de riva m, naruse y, ebert m, watanabe m, scholte aj, wijnmaalen ap, trines sa, schalij mj, montero-cabezas jm, zeppenfeld k. Myocardial calcification is associated with endocardial ablation failure of post-myocardial infarction ventricular tachycardia. Europace. 2021 aug 6;23(8):1275-1284. Doi: 10.1093/europace/euab003. Pmid: 33550383. Objective/methods/study data: to assess the prevalence of myocardial calcification (mc) in patients with post-mi vt and evaluate the impact of mc on outcome after endocardial ablation. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: 3.5 mm irrigated-tip catheter (navistar thermocool or thermocool smarttouch sf) other biosense webster devices that were also used in this study: carto 3 system non-biosense webster devices that were also used in this study: n/a. Article does not specify which catheter is associated with the adverse event and exact quantities of impacted products cannot be accurately determined. Adverse event(s) and provided interventions: four patients experienced pericardial bleeding with percutaneous drainage.